Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible in the provided images. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The pk papyrus 4.0/15 was selected for use. On pull back the pk papyrus stent got caught on a previous implanted stent and dislodged from the balloon. Thus the dislodged stent was deployed in place.